Event description:
Nobel biocare USA has received a report of an osseofailure for two implants; article # and lot # unknown. These are not nobel biocare implants, but per ?21 cfr 803.22, it is required that the losses be reported to the FDA. It is believed that the implants are manufactured by implant direct, llc 8108117 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).